Event description:
It was reported in a service report that when unloading the cot from ambulance, the cot legs will not swing down to full extend and hold or lock into place. No adverse consequences were reported.

Manufacturer narrative:
Investigation ongoing. Legs not locking.